Event description:
Boston scientific received information that this patient was recently seen by a boston scientific sales representative and an electrogram (egm) was taken to determine whether or not the patient had retrograde conduction. Boston scientific technical services (ts) was consulted and says it does appear to be retrograde. There was also instances of pacemaker mediated tachycardia (pmt). Ts suggested programming changes to alleviate these issues. It was later determined the patient also had some syncopal episodes that are undetermined at this time if they are related to device function or medication changes. Programming changes were made to the post-ventricular atrial refractory period (pvarp) in the hopes that will alleviate all issues. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.